Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination but failed functional testing due to an inability of the battery to provide power. Internal inspection of the battery revealed that a wire that connects from the printed circuit board (pcb) to a cell pair was found disconnected from the board. This cause the battery to trigger a safety flag. It was noted that the wire was improperly stripped during assembly, causing a marginal connection that eventually disconnected from the pcb. The wire was re-stripped and re-soldered to the pcb; results revealed that the battery regained functionality and performed as expected. The most likely root cause of the reported event can be attributed to an excessive stripping of the wire during the assembly of the unit, resulting in a marginally connected wire to the printed circuit board. An internal investigation has been open by the supplier to evaluate the soldering and wire tinning in panasonic battery packs. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during routine check of charging batteries by the (B)(4) team, battery (B)(4) indicator light was flashing red intermittently (sometimes green and sometimes red). This occurred even if a different charging port was used.  There was no patient involved. The battery was  disconnected from the battery from charger and labeled as not usable. No further information provided.